Event description:
The report received from the affiliate indicated that large friction/resistance was felt while removing a stabilizer (complaint product) from the dispenser. Therefore, it was flushed but the f/r did not reduce. When the device was managed to be removed from the dispenser, a distal coil was found already shaped and stretched. The procedure was completed without patient injury. The complaint product was not clinically used. There will be a product return. The product handled and stored per IFU. The wire was not removed from the dispenser by the distal floppy end. The device was removed from the dispenser as per the IFU but the large friction/resistance occurred while removing the device. The procedure was unknown. The target lesion was the left superficial femoral artery with heavy calcification and mild vessel tortuosity, the rate of stenosis was 100% (cto).

Manufacturer narrative:
The report received from the affiliate indicated that large friction/resistance was felt while removing a stabilizer (complaint product) from the dispenser. Therefore, it was flushed but the friction/resistance did not reduce. When the device was managed to be removed from the dispenser, the distal coil was found already shaped and stretched. The complaint product was not clinically used. The product handled and stored per IFU. The wire was not removed from the dispenser by the distal floppy end. The device was removed from the dispenser as per the IFU but the large friction/resistance occurred while removing the device. One non-sterile unit of sgw .014 stabilizer 300cm was received coiled inside of a plastic bag. The core wire was in good conditions, the coil wire presented a pronounced bent and a stretched condition near to distal end of the ptfe sleeve. The hoop dispenser involved in the complaint was not returned for analysis. No other visual damage was noted on the received unit. The coil area was observed under vision system and pictures were taken on the damage area. (B)(4). The reported failures as 'distal tip -out of shape and unraveled/stretched' were confirmed due to the received condition of the device; however these damages do not appears to be manufacturing related as the records indicated that the product met specification prior to shipment.the failure 'packaging/pouch/box -removal difficulty' could not be evaluated since the involved hoop dispenser was not returned for analysis. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
One non sterile unit of sgw .014 stabilizer 300cm was received coiled inside of a plastic bag. The core wire was in good conditions, the coil wire presented a pronounced bent and a stretched condition near to distal end of the ptfe sleeve. The hoop dispenser involved in the complaint was not returned for analysis. No other visual damage was noted on the received unit. The coil area was observed under vision system and pictures were taken on the damage area. (B)(4). The reported failures as 'distal tip -out of shape and unraveled/stretched' were confirmed due to the received condition of the device; however these damages do not appears to be manufacturing related of the product, procedural/handling factors may have contributed with them, the records indicated that the product met specification prior to shipment. The failure 'packaging/pouch/box -removal difficulty' could not be evaluated since the involved hoop dispenser was not returned for analysis. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.